Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced major bleeding in the hospital. The bleeding site was mediastinum. On (B)(6) 2025, the patient received a transfusion of red blood cell concentrate. They received approximately 4 units or more, less than 8 units over 24 hours. The clinical laboratory values and test dates closest to the adverse event are as follows: prothrombin time (inr):1.7 iu: (B)(6) 2025, activated partial thromboplastin time (aptt):53 seconds: (B)(6) 2025, platelet count (plt):19.3 ×104/l: (B)(6) 2025. The patient was not treated with medicine, but they were on warfarin and aspirin anticoagulation therapy at the time of the event. The outcome of the bleeding was reoperation. The cause of the bleeding was related to implantation surgery and was clearly related to the device as this was postoperative.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.